Event description:
It was reported that the customer received a motor error alarm. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, prime, excessive no delivery alarm and occlusion tests. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.